Event description:
It was reported after processing two bd vacutainer® cat (clot activator tube) plus blood collection tubes, the tubes had insufficient gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.